Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
The patient had pain around pocket site and lead. A surgical intervention was planned for (B)(6) 2015. Patient experiences pain around pocket site when she sits. Patient can also feel the wires at the lead site. The patient came to see healthcare provider to see about having explant/revision the healthcare provider examined patient and determined the pocket was too shallow and not in the correct site. The patient was scheduled for explant/replacement. This issue was not resolved at the time of this report. The hcp (healthcare provider) had no further information. A different healthcare provider will be doing the revision. Patient status at time of this report was alive with no injury. Patient's pain was being caused by improper placement as determined by healthcare provider. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.